Event description:
It was reported by the attorney the plaintiff underwent a quintuple aortocoronary bypass surgery, during which vicryl sutures were used. The attorney alleges that vicryl sutures caused palintiff to suffer severe injuries including, but no limited to, infection, osteomyelitis, redness and swelling along the incision site, exhaustion, lack of appetite and increased white blood count.